Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d), triggered an alert for high out of range (oor) shock impedances. Boston scientific technical services (ts) review, showed stable impedances with intermittent spikes greater than 125 ohms. There were also some episodes showing noise on the shock channel. Ts suggested isometrics and pocket manipulation to see if the noise is reproducible and to perform serial shock impedance measurements to see if there is any oor reading. No adverse patient effects were reported.